Event description:
Removal of three endosseous dental implants. Implants were placed on 5/13/97 during a routine procedure. At the time of implant failure, the pt experienced pain. The clinician reports that the reason for implant failure was due to the fact that the implants were loose. The implants were removed on 7/2/97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.